Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading: dc-dc code 7 and limit, indicating possible device malfunction. It was reported that the pt still experiences voice changes with stimulation, but has yet to see any real reduction in seizures with the vns therapy. There is no known injury or trauma that may have damaged the vns therapy system, but the pt indicated that they have been thrown against the lockers at school. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system, but it was noted that there does appear to be some lead coiled underneath the generator which could lead to insulation failure. Lead break or generator/lead connection problem is suspected.